Manufacturer narrative:
Findings: unit had constant motor error alarm during rewind due to leaking oil on the motor home switch. Unable to perform displacement test, basic occlusion test, excessive no delivery test, prime test and occlusion test due to motor error alarms. Unable confirm e70 alarm in alarm history screen due to constant motor error during rewind. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked belt clip slot. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 323 mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.